Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the inner conductor coil had a break near the is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that the right atrial lead was unable to be successfully implanted due to helix extension issues, this was most likely caused by the physician's manipulation as lead helix was turned around 40-50 times, when 30 times is the maximum recommended limit. Upon product investigation completion, this lead was found to be fractured on the inner coil near is-1 terminal end. This lead was successfully replaced. No adverse patient effects.